Event description:
During an internal review of programming and diagnostic history, it was identified that an interrupted system diagnostic test occurred on (B)(6) 2014 that caused an unintended change in device settings. The settings were not corrected on the same date, but on (B)(6) 2014. No patient adverse events were reported.